Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5199364), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the complaint device was provided for investigation on 08/11/2015. A follow-up report will be submitted upon completion of device evaluation. Additionally, it was reported that multiple bg meters were used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Multiple bg meters were used throughout the same sensor session. At the time of contact, no injury or medical intervention was reported.